Event description:
A user facility reported this lma would not remain inflated during pt use. There was no report of any pt injury or problem. The user facility has been requested to return the device for eval.